Event description:
The sales rep reported that during surgery in 2008, the prongs of the driver broke off into the head of the screw. The surgeon then retrieved the broken pieces from the surgical wound. There was no associated injury to the pt or surgical delay.

Manufacturer narrative:
Investigation pending.